Event description:
It was reported that during follow-up in clinic, noise and low, out of range, pacing lead impedance were observed on the right atrial lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017 during a generator replacement procedure. Patient was in stable condition before, during and after the procedure.